Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause of this phenomenon was the failure of the emergency light, which caused the emergency light display to flash. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e207 error code was present on the display due to a faulty emergency lamp. Additionally, as noted, the emergency lamp indicator was flashing on the front panel due to the lamp being faulty. Other findings include a foggy lens, heavy dust inside the unit, and a deformation in the tank socket. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii xenon light source due to an e207 error code showing on the unit¿s display. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that emergency lamp indicator was blinking on the front panel due to a lamp failure. This report is being submitted to capture the emergency lamp failure found during the device evaluation.